Event description:
It was reported that the patient received multiple shocks from their implantable cardioverter defibrillator (ICD). Remote monitoring transmission revealed probable supra ventricular tachycardia (svt) with the discriminator no longer withholding therapy, resulting in all therapies being unsuccessful in terminating the arrhythmia. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).